Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7102795. Medical device expiration date: 2020-03-31. Device manufacture date: 2017-04-12. Medical device lot #: 7262766. Medical device expiration date: 2020-08-31. Device manufacture date: 2017-09-19. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR: 7102795. The product was built on afa line 6 from (B)(6)2017 through (B)(6)2017. Packaging line 9 on (B)(6)2017 for the amount of 157,010ea. A non-related td ( 2017-37 ¿ for schedule updated on pm¿s) was in place during production. No qns were initiated during production. All challenge samples, set-up and in process testing were performed and all passed per specifications. 7262766. The product was built on afa line 6 from (B)(6) 2017 through (B)(6)2017. Packaged on pkg line 8 on (B)(6)2017 through (B)(6)2017. A non-related td (2017-60 for flush schedule update) was in place during production. No qns were initiated during production. All challenge samples, set-up and in process testing were performed and all passed per specifications. Received a total of 3 iag units of which 2 were from lot 7102795 and 1 from lot number 7262766, all components within were present and intact. All 3 of the units received were partially open at one end. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Conclusion(s): supplier ¿ defective material. Bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with sterile breach. There was no report of injury or medical intervention.